Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camara head image remained pitch-dark and endoscopic video image did not come out. There were no reports of patient harm. The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The reported event was reproduced during service inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the camera cable is electrically damaged. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.